Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5 g1 h6.

Event description:
Patient additionally reported a rupture.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog no observed rupture in the device. Observed red capsule in the device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
A patient reported that they experienced the events of ¿pain¿, hardness, underneath the muscle¿, ¿quite painful¿, ¿right one for the last three years has deviated a bit to the right¿, ¿I think there is a contracture in there that is getting worse." Healthcare professional also reported "capsular contracture baker grade unknown". The right side device remains implanted.